Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated.

Event description:
An impella 5.5 device was inserted via the right axillary and subclavian surgical arterial approach in a 34-year-old male patient as an escalation of therapy for heart failure with cardiogenic shock in the setting of cardiomyopathy. The patient's clinical state prior to initiation of support was consistent with advanced cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) shock stage e. During impella 5.5 support, the primary bedside registered nurse observed fluid present below the filter, which appeared consistent with a purge fluid leak around the reservoir. The bedside team contacted customer support center personnel overnight regarding the observation. At that time, purge flow rates and purge pressures were reported as within normal limits, and impella flows were maintained. It was noted that the pump would be might be weaned if possible or changed at a later time, although the exact timing was not specified. Subsequently, an air in purge alarm was reported, followed by a controller failure alarm. The impella device continued to demonstrate stable flows, and purge pressures and purge flows remained appropriate, with no documented interruption of hemodynamic support. The patient passed away while on impella 5.5 support. The death is being conservatively reported; however, the patient's outcome is most consistent with the severity of the underlying heart failure, cardiomyopathy, and advanced cardiogenic shock.

Manufacturer narrative:
Additional information received regarding the patient outcome. B1, b2, b5, d6b, h1, h6 were updated based on the outcome of death. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. Fluid was observed below the filter, indicating a possible leak. The patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of fluid leak-side arm was unable to be determined as limited clinical details were provided and no product was returned for review.